Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting the key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy form the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy and user error in the placement of the device.

Event description:
A male pt with pre-procedure diagnosis of severe proximal neck angulation, had aaa repair in 2007. The procedure went as labeled, but, the final angiogram verified a proximal type I endoleak. The proximal neck of the main body graft was dilated with a balloon to obtain a secure seal. A second confirmatory angiogram still exhibited an endoleak, so a palmaz stent was placed in the area of the proximal neck of the main body, which reduced but could not completely resolve the endoleak. There was a concern that a distal endoleak might occur so the physician balloon dilated the contralateral limb of the main body and angiography of both iliac arteries and internal iliac arterial bifurcations. No endoleak was noted at that time. Physician noted that the remaining endoleak may be a type ii endoleak but will continue to observe for prognostic assessement.